Event description:
The customer reported that the mainframe steering handle was difficult to move. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. However, no conclusion can be drawn as repair info is unavailable and no add'l service info was provided pertaining to this issue.